Event description:
Ethicon vascular stapler was used to transect the pulmonary artery. The staple line was intact and transected as intended. Surgeon went to open stapler and the jaws of the stapler weren't opening and noticed that the jaws was locked on the pulmonary artery. Surgeon attempted to deploy the reverse knife which was unsuccessful. Surgeon then went to manual override option which ultimately freed the jaws of the stapler from the tissue. No patient consequences observed. A second eithicon vascular stapler was opened and used and the same thing occurred. No patient consequences observed when this second event occurred with a new ethicon vascular stapler. Entry for malfunction with second stapler.